Manufacturer narrative:
Unknown if the screw was over tightened, however the thread on the center screw fractured.

Event description:
It was stated that, "we had a cross connector that the center screw would not final tighten."